Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was explanted and replaced due to difficulty charging. The device was retained by the facility and will not be returned. Patient was doing well post operation.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code, cause not established, will be used. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was explanted and replaced due to difficulty charging. The device was retained by the facility and will not be returned. Patient was doing well post operation.